Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring hospitalization. The biopsied lesion was 1.6 x 1.4 cm in size and located in the right upper lobe abutting pleura. A post-op chest x-ray (cxr) identified a pneumothorax. The physician estimated the measurement of the pneumothorax to be 1cm and it did not increase in size; therefore, no chest tube was required. The patient had no symptoms. Per the physician, the pneumothorax occurred because the lesion was very peripheral and the needle may have extended too far. Also, cryo-biopsies may have led to a tear/rupture of the visceral pleura - as may have the forceps. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred; the system did not exhibit any issues or unexpected behaviors. The patient was hospitalized for 1 day and then discharged home with resolved pneumothorax on the most recent cxr. The diagnosis was adenocarcinoma.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.